Manufacturer narrative:
(B)(4). Device was not returned for evaluation.

Event description:
It was reported that during an unknown procedure the device was not locking out after the last clip was fired. Due to the device not locking out, the device cut a vessel, bleeding occurred, unknown how much. The bleeding was controlled by the second device pulled to complete the procedure with no further patient consequence. No blood transfusion required. The device was discarded.